Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The ulceration rate seen (31 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.021% of the procedures and within the acceptable range as identified in risk analysis documentation. Patient weight requested.

Event description:
Patient developed a lesion in the right axilla 14 days post miradry treatment. Steroid (prednisone 20mg tablets) and antibiotic (doxycycline 100mg tablets) were prescribed 19 days post-treatment. The patient's symptoms were diagnosed as ulceration.